Event description:
It was reported that the patient received shocks due to twos (t-wave oversensing). Sensitivity was changed but the patient later received one more shock. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal and defibrillation conductors were distorted, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the inner tubing was kinked/buckled, the helix was distorted/bent, the lead was stretched, apparent explant damage was noted, there was tissue on the helix, and blood/body fluid was noted on the outer tubing overlay, on the helix mechanism, and on the helix mechanism (sleeve head); the analyst noted that the helix could not extend or retract due to distal conductor distortion within the connector; full lead returned and analyzed.